Event description:
An ophthalmologist reported that a pt (age unknown), with light-colored irides, on a not specified date underwent completely uneventful implantation of ceeon lens mod 913. Four days post the surgery the pt developed minimal inflammation and after more than four-six weeks they experienced recurrent iritis. The outcome is unknown. The following new information has been received through a complaint investigation report: -batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility results, this included positive and negative controls. - the spore strips and tbs medium used for the sterility test were verified also and showed no deviations. - environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden and pyrogens and these showed no deviations. - review of compliant records revealed that no other complaints were received from these batches. - the serial numbers of the four complaints are from four different sterilization batches. - the manufacturing lots of these complaints show no provable matches relating to a potential cause. Based on the above arguments, a production related cause cannot be identified. The complaint will be entered into a long term database for aggregation of complaints and identification of possible trends. The pt experienced iritis and was treated with prednisolone acetate together with other medications. At the time of the report, the pt had not recovered. Inflammation and iritis are expected events vs cee-on lenses. However there are still some important pieces of information missing into the report, e.g. The issues related to surgical technique used, in order to provide a meaningful evaluation.